Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2: reference MFR. Report#: 1627487-2019-05530. It was confirmed via x-ray imaging that one of the patient's leads had migrated. Surgical intervention is pending. It is unknown which lead migrated so both leads will be reported.

Event description:
Reference MFR. Report#1627487-2019-05530. Additional information indicates surgical intervention was undertaken on (B)(6) 2019 wherein one lead and one anchor was replaced thus resolving the issue.